Manufacturer narrative:
Title detection of small bowel mucosal healing and deep remission in patients with known small bowel crohn¿s disease using biomarkers, capsule endoscopy, and imaging source the american journal of gastroenterology, volume 110, 2015(1316-1323) date of publication: 28 july 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, one patient had a symptomatic patency capsule retention manifesting with abdominal pain and vomiting. The patient was treated with corticosteroids with subsequent resolution of the symptoms within 2 days. Article: detection of small bowel mucosal healing and deep remission in patients with known small bowel crohn¿s disease using biomarkers, capsule endoscopy, and imaging author: uri kopylov , md, year: 2015 september volume110.